Event description:
It has been reported that one bd nexiva dual port 20ga 1.00in (1.1 mm x 25 mm) has been found with a missing clamp during use. The following has been provided by the initial reporter: it was reported that the clamp was noticed to be missing after the catheter was inserted. Event description states, "an IV (20 gauge bd nexiva) that did not have a clamp on the IV tubing. It was noticed after insertion, the clamp was not present.

Manufacturer narrative:
H.6. Investigation summary: no physical samples were received for testing and evaluation; two photos were submitted for evaluation of this incident. Photo nexiva 1 displayed a nexiva 20ga unit in a package. Photo nexiva 2 displayed a package label with the bd logo, ref no., description, lot number and the expiration date). Based on the evaluation of the submitted photos; displayed the pinch clamp was missing from the unit. Conclusion: manufacturing: the defect was identified and confirmed based on the evaluation of the submitted photos. Probable manufacturing root cause for this defect is damaged tooling, however DHR review did not indicate any issues with machine set up and in-process inspections.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd nexiva dual port 20ga 1.00in (1.1 mm x 25 mm) has been found with a missing clamp during use. The following has been provided by the initial reporter: it was reported that the clamp was noticed to be missing after the catheter was inserted. Event description states, "an IV (20 gauge bd nexiva) that did not have a clamp on the IV tubing. It was noticed after insertion, the clamp was not present.